Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The device was received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a critical pump error. The customer's blood glucose level during the incident was about 200 mg/dl. They received the critical pump error image on the insulin pump's screen. The customer had taken the battery out and she was pressing the center button but was unable to clear the alert. The customer also reported that when she inserts the battery it was not always turning. After troubleshooting was performed the customer was advised that the device would be replaced and agreed to return the product for analysis.